Event description:
The advocate stated that the customer tested his blood glucose using an elite meter and another meter (brand unknown). The elite read 120 mg/dl, while the other meter read 343 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. A new contour meter kit was sent to the customer.